Event description:
Pulmonary vein was divided using a gia staple device. Pulmonary artery branches were divided. The bronchus was divided using gia staple device. Bleeding occurred from one pulmonary artery branch and this was eventually divided proximally using a gia staple device. It appeared that a staple was caught in the plastic sucker tip apparatus, causing bleeding from the staple line. Bleeding seemed to stop but, it seemed to bleed intermittent. It was decided that the oversewing using a 5-0 prolene would be necessary. The needle could not be manipulated properly in order to oversew the bleeding site. Therefore, a posterior rib was cut and the retractor was placed between the ribs which were spread in order to allow direct vision and oversewing of the staple line leak site. This was accomplished using a 5.0 prolene suture. (B)(6).